Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency department for device interrogation. However, programmer interrogation was unsuccessful, and battery depletion was suspected due to the age of the device. It was determined that the pacemaker had entered safety mode, and the patient reported feeling the ventricular pacing/asynchrony, and the safety mode settings were not tolerated well. The patient was admitted for device replacement. Subsequently, the pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency department for device interrogation. However, programmer interrogation was unsuccessful, and battery depletion was suspected due to the age of the device. It was determined that the pacemaker had entered safety mode, and the patient reported feeling the ventricular pacing/asynchrony, and the safety mode settings were not tolerated well. The patient was admitted for device replacement. Subsequently, the pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, it had undergone resets, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency department for device interrogation. However, programmer interrogation was unsuccessful, and battery depletion was suspected due to the age of the device. It was determined that the pacemaker had entered safety mode, and the patient reported feeling the ventricular pacing/asynchrony, and the safety mode settings were not tolerated well. The patient was admitted for device replacement. Subsequently, the pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, it had undergone resets, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Correction to h7: updated to include notification.